Event description:
It was reported that the customer received an altitude alarm during basal delivery. The customer changed the cartridge and the alarm was cleared. Insulin delivery was resumed. The customer's blood glucose level was not impacted. Tandem t:slim insulin delivery system.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.